Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia during the reported event period. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by a failure to follow the user guide and on-screen instructions when completing the cartridge change process. The user was appropriately re-trained on the correct procedure.

Event description:
On 6/1/24 a beta bionics clinical diabetes specialist (cds) was contacted by an ilet user's wife to inform them about an incident with the user's insulin pump. The previous night (5/31/24) the wife changed the user's cartridge but forgot to rewind and disconnect from the infusion set, inadvertently priming the user with an unknown amount of insulin. Despite their efforts to manage the situation with oral carbohydrates, they had to call ems as the user's blood glucose (bg) kept dropping, eventually reaching 32 mg/dl. The user experienced a seizure but did not lose consciousness and did not require hospitalization. Ems administered dextrose and monitored the user's bg until it stabilized. The cds assisted the family with the subsequent cartridge and infusion set change to ensure proper procedures are followed in the future.